Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 01/30/2016, the patient contacted lifescan (lfs) alleging that her one touch verio sync meter had a power issue, displaying a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue stared on "(B)(6) 2015, 12pm". The patient manages her diabetes with insulin, self-adjuster. The patient stated that "2 hours" after the alleged product issue began, she developed symptoms of "nauseated, headache and blurred vision" the patient reported that on (B)(6) 2015, 10am she increased her dose of medication "lantus and novolog" by an unspecified amount. At the time of troubleshooting the cca noted that it was not the first time the product was being used, there was no misuse of the product and the meter battery did not require to be recharged. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.